Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, urinary frequency, shortness of breath, hypokalemia, bartholin's cyst, diabetes mellitus and uterine leiomyoma. Concomitant products included levonorgestrel (mirena) since (B)(6) 2017, lisinopril from 2011 to 2017 and losartan since 2017. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("general abnormal bleeding/abnormal bleeding (general)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced hypertension ("high blood pressure") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced migraine ("migraine/migraines / headaches"), mood swings ("mood swings") and restlessness ("restlessness"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), urinary tract disorder ("urinary tract problem") and cystitis ("bladder infection"). The patient was treated with surgery (da vinci partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital hemorrhage, menorrhagia, alopecia, migraine, vaginal hemorrhage and dysmenorrhoea had resolved, the abdominal pain, allergy to metals, urinary tract disorder, cystitis, mood swings, restlessness, dyspareunia, back pain and vulvovaginal pain outcome was unknown and the hypertension was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, genital hemorrhage, hypertension, menorrhagia, migraine, mood swings, pelvic pain, restlessness, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, , menorrhagia (heavy menstrual bleeding), blood disorder, heart disorder, general abnormal bleeding, nickel allergy, urinary tract problem, bladder infection, hair loss and migraine diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: other (please describe) not fully scarred. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hypertension, migraines, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: pfs & mr received. Event heart disorder was deleted. Event blood disorder was updated to high blood pressure. New events were added: abnormal bleeding (vaginal, menorrhagia), mood swings, restlessness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain and vaginal pain. Onset date of the events were added: abnormal bleeding (general), menorrhagia, migraine, pelvic pain, abdominal pain and hair loss. Severity of event pelvic pain and abdominal pain were added. Outcome of the events were updated to recovered from unknown: abnormal bleeding (general), menorrhagia, pelvic pain, migraines / headaches and hair loss. Reporter information, medical history, concomitant drug and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary tract problem"), cystitis ("bladder infection"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (partial),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, blood disorder, cardiac disorder, genital haemorrhage, allergy to metals, urinary tract disorder, cystitis, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, blood disorder, cardiac disorder, cystitis, genital haemorrhage, menorrhagia, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, , menorrhagia (heavy menstrual bleeding), blood disorder, heart disorder, general abnormal bleeding, nickel allergy, urinary tract problem, bladder infection, hair loss and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- event injury to herself removed and new events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), blood disorder, heart disorder, general abnormal bleeding, nickel allergy, urinary tract problem, bladder infection, hair loss and migraine were added. Patient demography was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.